Event description:
Received a verbal report of a patient event that occurred during dialysis within a user facility. It was reported by initial rn who reported this event, that the patient had arrived and was alert and oriented prior to treatment. The patient had started dialysis and had been receiving treatment with this dialyzer for approximately one month. Dialysis was started, when 30 minutes into the dialysis treatment, the patient's bp dropped to 89/44 with a pulse of 69. The staff responded to this event by infusing 200 ml of normal saline. The bp now 113/52, with a pulse of 91 then within 10 mins the patient became rigid and unresponsive. The treatment was stopped at this time, CPR was started and it was verbally reported the patient had no pulse or respirations at that time. The patient was reinfused, became alert and didn't have a recollection of what had happened. The patient was transferred to the hospital by 911 team. All tests results were negative. The dialyzer has since been changed. Apparently, the patient is doing fine with no ill effect from this event. The treatment sheets of this event were requested but have not been forwarded on by this facility. There is no sample available for evaluation.